Event description:
A customer contacted beckman coulter inc. (Bec) to report that their unicel dxc 600i synchron access clinical system generated four (4) erroneously elevated troponin (accutni) results, within the risk stratification range, for four patients. The results were reported out of the lab. The samples were repeated on the customer's different instrument and all of these accutni results recovered lower, within the normal reference range. Corrected reports were issued. It is unknown if any injury or change to patient treatment occurred due to the elevated results.

Manufacturer narrative:
Additional narrative:the most likely cause of the incident is due to the transducer. After the fse replaced the ultrasonics transducer, troponin performance was improved.

Manufacturer narrative:
Customer experienced similar problems with accutni results before this event, and the instrument was serviced on (B)(4) 2012. After service on (B)(4) 2012, the customer calibrated the troponin assay and ran qc with good results. The customer then started running patient samples again on this instrument. The customer was using reagent lot 117273 with calibrator lot 116461 during this time. A field service engineer (fse) was dispatched again and replaced the transducer. A passing system check was then obtained, followed by a troponin calibration. Successful precision runs with low level control were run, and multiple hardware verification tests were performed with passing results. Successful qc was then obtained. The cause of this event is unknown at this time. An MDR associated with similar problem is being reported from this account: 2122870-2012-00530.